Manufacturer narrative:
B3 date of event is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) and patient (pt) regarding the pt with an implantable neurostimulator (ins). Hcp reported he patient hadn't been able to charge the implant in the past year. Caller did not know details on how the implant wasn't charging. Caller mentioned the patient left all their equipment at home. Patient was trying to get a lumbar MRI. Agent advised caller to have patient call back once they had their equipment to continue troubleshooting. Pt called back stating they need to undergo an MRI and were instructed to charge their device to place the ins in MRI mode. Pt stated this would not be possible, as they have been unable to charge their ins for about year now. They also noted they did not bring the equipment when they came to the hospital and there's no way that they could get it given their current situation. Agent reviewed the MRI eligibility form and redirected the patient to their managing hcp for further assistance. Agent also provided the technical services (ts) phone number in case the hcp requires additional clarification. Hcp (nurse) called back reiterating previously documented information. Agent reviewed information, understood eligibility form had already been a redirection, and warm transferred caller to national answering service (nas) to request manufacturer representative (rep) assistance with possibly charging the patient's ins to allow them to have the MRI. No symptoms were reported. Additional information was received from pt. Pt reported they were in pain. Pt asked whether a rep could come to verify that the ins was fully depleted and no longer able to charge. Agent reviewed and provided the nas number.